Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight - the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions. Per follow up information received via task on 15jul2024, spoke with nurse who stated that they had decided to add one universal pad to the patient's abdomen instead of exchanging to a larger pad set. With the additional universal pad, the patient was able to meet target temperature as expected. Patient completed therapy with no further issues. All pads and probes had been disposed of.

Manufacturer narrative:
This supplemental MDR is being submitted as a correction to the manufacturer's date. It does not impact the investigation findings previously submitted. The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight - the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight - the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions. Per follow up information received via task on 15jul2024, spoke with nurse who stated that they had decided to add one universal pad to the patient's abdomen instead of exchanging to a larger pad set. With the additional universal pad, the patient was able to meet target temperature as expected. Patient completed therapy with no further issues. All pads and probes had been disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on normothermia and it did not seem to be getting to targeted temperature (tt) in an arctic sun device. Targeted temperature (tt) was 35c, patient temperature (pt) was 33c, water temperature (wt) was 36.9-39.9c, flow rate (fr) was 2/5l/m. There was only alert ~7 hours earlier (alarm 15- unable to obtain a stable patient temperature). Patient weight was 99kg, pad size was m. Explained that without adequate pad coverage the patient might not reach the target temperature. If there was not proper pad coverage the water temperature (wt) might get too hot or cold to compensate. Based on patient's weight, the large pads might be a better fit (73-100kg). Discussed with inquirer how the device was functioning appropriately. Reminded rn to do diligent skin checks and call back with any questions.